Event description:
The physician was attempted to advance an endeavor resolute rx drug eluting stent to a severely calcified lesion on the lcx. The device could not cross the lesion. No clinical sequelae were reported. Evaluation summary: a number of struts on the 4th and 10th proximal segments were partially raised. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: lesion morphology - severe calcification, 90% stenosis. Failure to deliver stent and stent deformation. Conclusions: lesion morphology - severe calcification, 90% stenosis. (B)(4).